Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign objects to remain in the scope could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of "leak at the joint on the handle under the buttons". This does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects at the air water cylinder tube and the air water channel was found. There was no patient involvement.